Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - the pacemaker was found in backup mode. Reset successful, but during the following fu again in backup mode during each ventricular threshold test, three times with the same result. Then the ventricular acc was switched of - no backup mode any more.